Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. Prior to the alarm, the customer was performing a manual prime. In troubleshooting, the patient was able to rewind the insulin pump. The blood glucose reading was 190 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.